Event description:
The balloon did not inflate and the stent embolized.

Manufacturer narrative:
Report received from the field indicated that a 60 year old male pt was undergoing a percutaneous transluminal coronary angioplasty/stenting procedure of a proximal vein graft. The balloon did not inflate with a pressure of 15 atmospheres and the stent embolized. A 1.5 millenuim or evergreen balloon inserted and the balloon was able to be threaded through the stent which was deployed in a reasonably good location. Two medtronic balloons were used for post deployment. There were no complications. The pt's condition was reported as satisfactory. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Please note date of 5/29/98 for submission of such info pending completion of the analysis.